Manufacturer narrative:
Complaint not confirmed. Visual inspection of the device showed no damage to the device. Measurement of the outer diameter (od) and inner diameter (ID) of the shaft both measured within the specification tolerance. No problem was found with the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that (B)(6) 2020, during an orif ankle procedure with fibulock nail, the fibulock targeting guides and associated guides were missing the fibulock nail. This resulted in the screw being inserted in the fibula to the left of the nail, but not in the fibulock nail itself, thus compromising the reduction and alignment of the internally fixated fibula. It was reported that (B)(6) 2020, during an orif ankle procedure with fibulock nail, the fibulock targeting guides and associated guides (ar-8973-01, ar-8973-07, ar-8973-08) were missing the fibulock nail. This resulted in the screw being inserted in the fibula to the left of the nail, but not in the fibulock nail itself, thus compromising the reduction and alignment of the internally fixated fibula. These same three devices were also used in a procedure on (B)(6) 2020 (case (B)(4)) having the same issue/result. The devices will be returned for evaluation under case (B)(4) and evaluation will be applied to both incidents/case numbers.